Event description:
This speculum broke where soldered during an ophthalmic procedure. Another speculum was used for the procedure.

Manufacturer narrative:
This instrument is deteriorated at all brazed areas and appears to have been well used.